Manufacturer narrative:
Occupation: na/other. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, loop ileostomy and mobilization of the splenic flexure, the surgeon went to perform the anastomosis bypassing the stapler to the upper rectum and mating the descending colon to the upper rectum but the stapler misfired. The anastomosis had to be removed and redone. This required operating room time and additional equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, loop ileostomy and mobilization of the splenic flexure, the surgeon went to perform the anastomosis bypassing the stapler to the upper rectum and mating the descending colon to the upper rectum but the stapler misfired. The anastomosis had to be removed and redone. This required operating room time extended 30 minutes to 1 hour and additional equipment.